Event description:
It was reported that during an unspecified procedure, a guide wire tip detachment occurred. The 95-100% stenosed and severely calcified lesion was located in the non-tortuous proximal left anterior tibial artery. Contra-lateral access was obtained with another manufacturer's 90cm introducer sheath via the right groin. Six unspecified guide wires were advanced, however, none were able to cross the lesion. In a final attempt to cross the lesion, the platinum plus guide wire was advanced, however, upon "jamming the guide wire back and forth", the guide wire hit the vessel wall but did not perforate the vessel. A subsequent attempt resulted in the distal tip of the guide wire becoming stuck in the lesion and detaching. No attempt was made to retrieve the detached portion of the guide wire. The procedure was completed without further intervention. The pt's status is reported as "ok". It was further noted that the pt had a patent "single vessel run-off" from anterial tibial artery to provide blood supply the foot. This procedure was being performed in an attempt to achieve a 2nd run-off circulation to improve distal blood flow. The pt was still able to walk with 1 open vessel.